Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac stenting procedure. Reportedly, the suture of the proglide device captured a previously implanted supera stent. When the suture was pulled, the supera stent was moved into the tissue tract. The proglide device and suture were removed. The patient was taken to surgery and a cutdown was performed and the extravascular portion of the stent was removed. Hemostasis was achieved by surgical suturing. A blood transfusion was given. There was a clinically significant delay in the procedure or therapy. Hospitalization was extended. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.